Manufacturer narrative:
One tracheostomy device was received for evaluation. Evaluation of the provided sample found size 7.0 mm, decontaminated, cuffed flexible d.i.c, tracheostomy device without original package and 10 ml plastic syringe. The device arrived with deflated cuff. The customer also provided photos of inflated devices. While the device analysis could not be performed based on provided photos, the returned sample was visually evaluated and no visible non-conformities were observed. The measurements were taken for proper cuff positioning on the tube. The cuff was found to be positioned in accordance with the specification. In the complaints details, the customer indicated that the "cuff slid down the shaft and partially occluded the tube causing high pressures and inability to pass the suction catheter". The customer also indicated that the devices had been placed a few weeks ago. The cuff of the returned device was inflated and visually inspected. The cuff was found to be symmetrical with tube and not twisted. The airway of the tube was not obstructed by the inflated cuff. The tube airways of the trach devices on customer's photos were not obstructed either. The reported event could not be confirmed or replicated. Root cause was not able to be determined as the reported event was unable to be determined. A DHR review could not be completed as no lot number was provided.

Event description:
It was reported that the cuff on the tube appears to have slid down the shaft and partially occluded the tube, causing high pressures, and inability to pass the suction catheter. The trach tube was replaced to resolve the reported event.

Manufacturer narrative:
One tracheostomy device was received for evaluation. Evaluation of the provided sample found size 7.0 mm, decontaminated, cuffed flexible d.i.c, tracheostomy device without original package and 10 ml plastic syringe. The device arrived with deflated cuff. The customer also provided photos of inflated devices. While the device analysis could not be performed based on provided photos, the returned sample was visually evaluated and no visible non-conformities were observed. The measurements were taken for proper cuff positioning on the tube. The cuff was found to be positioned in accordance with the specification. In the complaints details, the customer indicated that the "cuff slid down the shaft and partially occluded the tube causing high pressures and inability to pass the suction catheter". The customer also indicated that the devices had been placed a few weeks ago. The cuff of the returned device was inflated and visually inspected. The cuff was found to be symmetrical with tube and not twisted. The airway of the tube was not obstructed by the inflated cuff. The tube airways of the trach devices on customer's photos were not obstructed either. The reported event could not be confirmed or replicated. Root cause was not able to be determined as the reported event was unable to be determined. A DHR review could not be completed as no lot number was provided.

Event description:
It was reported that the cuff on the tube appears to have slid down the shaft and partially occluded the tube, causing high pressures, and inability to pass the suction catheter. The trach tube was replaced to resolve the reported event.